Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is listed in the adverse reaction section of the IFU as a possible complication. Regarding infection the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw5063355): " I had a bard mesh placed in a bilateral inguinal hernia repair. The mesh came in 6 x 6 squares and they were, according to the surgical report, cut down to 3.5 x 3.5 and a 3.5 strip on the other side. A month or so after, I began to have intestinal trouble. After 11 years, it hasn't gotten better only worse, blood in my urine, hernia came back 1 year later, intestinal infections, prostate infections, drs can't find the cause, partial intestinal blockage. CT shows mesh failure. Xray shows surgical tacks protruding through the pelvic wall. Feel run down and bloated so much that I can only lay down to sleep for 4 to 5 hours before the bloating an pain wake me up."